Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Customer alleged that the wire on the motor got caught and cut. Customer also alleged that the tie rod is bent for the lift.